Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found internal insulation abrasions at 10.8-11.7cm and 11.0-11.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.